Manufacturer narrative:
Evaluation summary: a review of the device history records found no non-conformances associated with this manufactured lot.

Event description:
It was reported that as the physician began to remove the sidewinder blade icw arthrowand from the trocar, the tip and cap detached. The pieces were visualized in the joint space. The physician is not confident that all the device fragments were removed from the surgical site. It is believed that the device fragments may have been removed via suction, since several x-rays were taken and no device fragments could be seen. The surgical procedure had already been completed, however, the tip detachment cause an approximate 15 - 30 minute delay. No pt injury was reported as a result of this event.